Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2012. According to the complainant, during the procedure, when the physician was halfway through cutting, the device stopped cutting. After removing the device from the patient, it was noted that the cutting wire had broken at the proximal end and was still attached at the distal end. No wire was left inside the patient. It was noted that at all times during the procedure, a diathermy pad was in place and the erbe v10 generator was used on the standard sphincterotomy setting. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was halfway through cutting, the device stopped cutting. After removing the device from the patient, it was noted that the cutting wire had broken at the proximal end and was still attached at the distal end. No wire was left inside the patient. It was noted that at all times during the procedure, a diathermy pad was in place and the erbe v10 generator was used on the standard sphincterotomy setting. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the exposed cut wire was broken. One section of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The cutting wire was discolored from usage and the broken ends of the cutting wire appeared burnt or blackened. The attached sections of the broken cut wire were measured, and it was found that approximately 3-7 mm of the broken cutting wire had detached and was not returned with the device. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to the procedural factors/ generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.